Event description:
It was reported that high capture thresholds were observed on the left ventricular (lv) lead. The patient was brought into clinic for evaluation and no capture was noted at high thresholds. Imaging revealed the lead was displaced. The system was programmed to right ventricular pacing only. The patient was to undergo further imaging to check heart function. There were no current plans to revise the lead. The patient was asymptomatic and was to continue with close remote and in clinic monitoring. The patient was to be re-evaluated if they became symptomatic.